Event description:
The knee walker collapsed while in use and the end user fell. Surgical intervention was required.

Manufacturer narrative:
The knee walker was rented for approx one week and was being used following bunion surgery. While in use, the device collapsed and the end user injured her foot. The surgical screws from her surgery had separated and surgical intervention was required to repair it. The husband inspected the knee walker and found that it was missing the knob that secures the device in a locked position and returned it to the place of rental. The knee walker was returned to us and evaluated. The unit was sent back disassembled. It was confirmed that the locking mechanism was broken from the height adjuster and missing, as described by the end user. The unit is extensively worn. No material or manufacturing defect was identified. The screw on the opposite side of the height adjuster was also missing. The sample evaluation suggests the incident was caused by customer abuse/lack of maintenance. The unit should not have been rented without the proper maintenance and checks that would have otherwise shown that the unit was broken/missing a component.